Manufacturer narrative:
(B)(4)

Event description:
Dexcom as made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a broken sensor wire and an adverse event. It was reported upon removal of the sensor wire, the sensor broke and was stuck inside the patient's stomach. It was indicated that the patient spent 7 hours in the emergency room (ER) and was advised by the doctor that the sensor wire may dissolve after 7 days and discussed surgically removing the sensor; however, no procedure was done. The patient's mother stated that after 7 days, the sensor wire was still stuck in the same spot and when the area is touched or bumped, the patient stated that it hurts and when pressure is placed on the area that it is painful. At the time of contact, the sensor wire remained in the patient's skin and the patient was resting. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.